Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Pain in the lateral proximal femur, stem came out with the neck and head. Stryker stem and head went in and none of our implant went it.

Manufacturer narrative:
Updated initial reporter information.